Event description:
The customer reported that code white calls were not alerting. There was no patient injury reported. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The voalte nurse call system provides visual and/or audible event alert notification via designated communication devices. The routing of an alert to said communication devices (primary and secondary) is configured based on customer preferences. All calls route to a primary monitoring device (grs-10 nurse console, calls can also to be configured to route to secondary communication device locations (pbx operator, wireless phones, etc). Troubleshooting activities determined the call switch call type was configured as staff emergency, and the call type configuration needed to be set to code white to resolve the issue. No further assistance was required. Although there was no injury, if a code white call not annunciating were to recur , it could cause or contribute to a death or serious injury. Based on this information, no further actions are required.